Manufacturer narrative:
Omitted data: inogen is still pending review of analysis records for the device and will file a supplemental report, when investigation is completed.

Event description:
It was reported the patient experienced no oxygen output from their device. In turn, the ambulance was called wherein the patient went to the hospital wherein they received oxygen. As a result, the patient was released the same day later that night.

Manufacturer narrative:
Investigation of internal records revealed that there was no device malfunction, and the device functioned as intended. Inogen's investigation of the device is complete.